Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels increased when she used her insulin pump. She reported her blood glucose level to be 514 mg/dl. The customer had also experienced issues with her sensor. While troubleshooting no delivery alarms, low reservoir alarms, and low battery alarm were found when the alarm history was checked. The customer's insulin pump was found to work as designed and was advised to monitor blood glucose closely. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).